Event description:
It was reported that the pk dissecting forceps instrument does not work. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one conductor wire is broken at the yaw pulley exit. The yaw pulley is missing a piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw. The added range of motion of the grip likely created excess tension on the wire, causing it to break. Engineering concluded that the wire was not securely attached to the grip causing poor strain relief and pulled out during articulation of the wrist. Electrical continuity failed. Engineering also observed the distal end of main tube has a couple of sections with material removed. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damages found. Add'l investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if add'l info is received.